Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000125798.

Event description:
It was reported patient experienced ineffective stimulation with the thoracic scs system. As a result, patient underwent surgical intervention on (B)(6) 2024 during which the thoracic scs system was explanted and a new drg system was implanted. Therapy was established with the new drg system.